Event description:
Black growth/contamination found around spike on IV primary tubing infusion set prior to product use on patient. Manufacturer response for IV infusion set - primary tubing, alaris (per site reporter). The manufacturer has consulted with the hospital, corporate offices, and the distributor to sequester this lot. Manufacturer worked with hospital and the distributor to make sure they had unaffected product available to replace the affected product.